Event description:
Deng x, dong m, peng c, et al. Embolizing intracranial arteriovenous malformations with onyx: experience at a single center with 250 patients. Journal of interventional medicine. 2018;1(3):164-169. Doi:10.19779/j.cnki.2096-3602.2018.03.06 medtronic literature review found a report of patient complications in association with onyx, the marathon catheter, and echelon catheter. The purpose of this article was to evaluate the embolization techniques, as well as the effects and complications, using the non-adhesive liquid embolic material onyx in intracranial arteriovenous malformations (avms). The study comprises a retrospective analysis of 250 patients with intracranial avms treated with onyx in guangdong general hospital from jan 2010 to dec 2017. Of 250 cases, 170 were male and 80 were female, and the median age was 34 years. Vascular assessment was carried out via a transfemoral approach by using a 6f mpc or mpd (johnson, USA) guiding catheter. After having performed diagnostic angiography to delineate the architecture of the lesions, therapeutic options for each individual was evalusated, i.e., treatment with onyx only or treatment with onyx combined with glubran glue (nbca-ms, gem). Two types of microcatheters were used: 1.5f marathon and 1.7f echelon-10. The following technical issues during use of the microcatheters were noted: -the microcatheter broke off in two cases. The following intra- or post-procedural outcomes were noted: -two patients suffered an intracranial hemorrhage after the embolic procedure; one of them died. -two patients suffered an intracranial hemorrhage during the embolic procedure; in one of these two patients, the microcatheter also broke off. -seven cases suffered new-onset neurological deficits or their original symptoms deteriorated -the complete embolization rate was 67.9%, and the total cure rate was 36.0%. Vessels of some patients could not be embolized completely, so in some cases a partly avm remained after the first operation.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. G2: citation: authors: deng, x., dong, m., peng, c., ding, x., wang, k., qin, k., chen, g.. Embolizing intracranial arteriovenous malformations with onyx: experience at a single center with 250 patients. Journal of interventional medicine 1(3):164-169. 2018. Doi:10.19779/j.cnki.2096-3602.2018.03.06 a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.